Event description:
Reportable based on additional information received on (B)(6) 2012. It was reported that during a diagnostic procedure, tip damage occurred. Vascular access was obtained through the femoral artery. The target lesion was located in the severely calcified and moderately tortuous right coronary artery. While advancing the atlantis sr pro to the lesion, the physician observed under fluoroscopy a damage to the distal tip of the catheter. The device was removed intact. The procedure was completed with another of the same device. No patient complications were noted. The patient status was stable. It was further reported that the distal tip detached. However, nothing remained in the patient.

Manufacturer narrative:
(B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).